Event description:
It was reported that the device was not working. No further information is available. No patient consequence was reported.

Manufacturer narrative:
Evaluation summary: the hand piece was returned with a loose mount. The hand piece was disassembled; a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.